Manufacturer narrative:
The account replaced the foot hi/low limit switch to repair the bed.

Event description:
The account alleged that the hi/low will run back up a few inches after reaching the low limit.